Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25 mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 13 years and two (2) months due to severe aortic insufficiency (ai). The tavr was performed with a trans-femoral approach and a 26 mm edwards transcatheter heart valve was implanted. Tee showed significant central ai and the patient's blood pressure was low at 68/30 for several minutes. Pressors were started and blood pressure was recovered briefly and tee assessment continued. The patient again became hypotensive and the ai worsened. Tee showed that one leaflet was reported to have an unusual motion. A 6f pigtail was introduced into the left ventricle for hemodynamic purposes. After both hemodynamic and tee assessment of the ai the decision was made to place a second 26 mm edwards transcatheter heart valve. Post-deployment, there was no evidence of central ai and mean gradient was 13 mmhg and the patient was hemodynamically recovered.